Event description:
It was reported that the drip chamber of a light sensitive drug set leaked. This occurred during priming of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection was performed with no defects noted. A gravity test for leakage was performed and identified that the set was leaking through the bottom of the chamber. The reported condition was verified. The cause of the leak was determined to be defective material from an external supplier. To address this issue, notification of the malfunction was sent to the supplier, additional testing has been implemented during incoming material inspection, and this issue was communicated to involved personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.